Event description:
On (B)(6) 2011 patient bought a six month supply of biofinity sphere contact lenses. On (B)(6) 2011 the patient inserted biofinity lenses. After 15 minutes the patient lost some vision at the bottom of the left eye and removed the lens. Patient checked the lens and then reinserted the lens. During the course of the day the symptoms increased in intensity and size. By the evening it was so bad the patient attended the hospital. Patient was diagnosed with corneal ulcer and edema in the left eye. The treating doctor believed it was the result of a poorly fitted lens. The patient was treated with vigamox, pomada de oftacilox (eye ointment) and pomada antiedema (antibiotics). The patient has no symptoms in the right eye.

Manufacturer narrative:
Event was received directly from the patient to coopervision (B)(4). Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no evidence in the manufacturing records which relate to the patient's symptoms. No other complaints have been received for lenses from this lot number. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. This is being reported as a corneal ulcer. Should further information be provided that would change this conclusion, and update to this report will be provided within one month of receipt of the additional information.